Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: test strip issue.

Event description:
Consumer complaint of blood result reading of "hi". Customer states that she feels well, requires no medical attention but that she is urinating a lot after she started her steroid injection treatment yesterday. Customer's expected blood results are 190mg/dl fasting. Verified the strips expire 04/23/2017 and were first opened (B)(6) 2015. Customer confirms the strips were stored correctly. Customer ran a back to back blood test, hi and hi not fasting. Reviewed meter memory: hi; (B)(6) 2015; 12:00:00 am; fasting: no, hi; (B)(6) 2015; 12:00:00 am; fasting: no, hi; (B)(6) 2015; 12:00:00 am; fasting: no, hi; (B)(6) 2015; 12:00:00 am; fasting: no, 516mg/dl; (B)(6) 2015; 07:00:00 pm; fasting: no. No adverse event reported.